Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 426 mg/dl. The customer reported that the insulin pump had a motor error. The customer reported that they try to deliver bolus and keep getting no delivery alarm. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that pump alarm history contains more than one motor error alarm within a 30 day period. The customer reported that the insulin pump had no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms.